Event description:
It was reported that the customer was currently in the hospital due to high blood glucose levels. The doctor came to the phone and stated that the customer needs to order insulin pump supplies as soon as possible, and that the customer needs more training. While gathering information from the doctor, the call was dropped. Unable to contact the caller. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.